Manufacturer narrative:
Unit was received from the field for evaluation. Two handpieces were received under (B)(4). (See complaint (B)(4) for the other microtip). It was not possible to determine which handpiece originated from this incident because there was nothing distinguishing from two handpieces when received. (Same lot, malfunction, and procedure type). Hp # 1 - functioned within all specification using unit test 001. Hp # 2 - found that sensor chamber assembly felt slightly stiffer than normal indicating some type of restriction in the line. Unit passed priming and all functional checks, however, if the sensor was not functioning properly, the customer may have experienced vacuum or flow error messages on console. The DHR for microtip lot 16513-04 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Handpiece lost cutting power, all troubleshooting attempts failed needed another kit.